Event description:
Shame on you FDA to allow lasik to ruin the quality of so many people. I suffer horrible dry eye from this disaster of a procedure. I wish I could just complain about halos and starbursts. The dry eye I experience is more like having a nagging toothache that will never go away. I never had any dry eye discomfort or pain until lasik. Moving air felt painful to my eyes. Can you imagine! Now imagine shopping for motorcycle glasses to protect your eyes from wind, or vents in your car. Even when I am inside and away from vents, the constant discomfort is always there. Never a day without it always there! Almost 2 years later, and I have learned to cope and manage, but I would give anything to go back to the life I had prior to lasik. I wish I could at least sue someone for this disability that I have to live with every day, but I guess the release they have pts sign protects them from any responsibility. Even when they do lie and injure pts like they did to me. I was told "only pts that had dry eye before lasik have it after." Really shame on all of you. Problems post lasik surgery. Chronic nerve pain (neuralgia). Ranges from feeling dry and sore (at best) to throbbing/aching pain (like someone is pushing on my eyes with their thumbs) to burning pain (this is the worst pain that I experience). Highly sensitive to moving air. (Vents in cars, home, work, stores, even a little wind can be painful). I often wear motorcycle goggle style glasses/sunglasses in the car or outside in windy environments. Lost appetite and nausea (lost 15 lbs) in the months following surgery. Trouble sleeping because of pain. Started taking medication to sleep during the month following surgery. Depression. Dozens of office visits to various doctors in the year following procedure including specialists at wills eye hospital and the university of pennsylvania. Was taking gabapentin (an anticonvulsant) for over a year to manage pain. It took the edge off of the burning pain. When I tried to wean myself off of this medication, the burning pain would return. I tried several times to wean off, but pain returned. Currently taking low dose naltrexone (2mg daily). After starting the naltrexone, I was finally able to get off of the gabapentin. Procedure info: intralase lasik performed on (B)(6) 2015 at (B)(6) in (B)(6), by dr (B)(6), md. Also there was his assistant (B)(6) (refractive coordinator), surgery day - given medication sedative by receptionist while in waiting room soon after arrival; given second sedative by (B)(6) shortly before procedure. What I didn't know at the time was that she did this without dr (B)(6) knowledge and that this double dose was not ever used in any past procedures. I had a difficult procedure, dr. (B)(6) kept telling me that I had to focus on the light for the laser to work, but I was too medicated and my eyes just wanted to close. At one point while my right eye was exposed to the open air for a long time - they had to restart the laser because it was taking too long. During the post op exam, immediately after the procedure, dr. (B)(6) mentions to (B)(6) that we'll have to start giving bigger pts a second sedative" - thinking that the trouble during my procedure was related to me being nervous. (B)(6) then says "I gave him a second dose." There was an awkward silence and dr. (B)(6) continued with the exam. I remember realizing immediately two things that he never prescribed the medication in the first place and that they have never previously given someone double the sedative. Had I known my job as the pt was to focus on a light during the procedure. I would have refused any medication that would dull my senses. I wasn't nervous going in and knew it was a short procedure. (B)(6).